Event description:
A micro drill was sent for eval because it was overheating during a dental procedure. The procedure was completed with a readily available replacement device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device. The device will be repaired and returned.